Event description:
A pt presented with a large defect of the temporal lobe of the cranium, the physician implanted 100 grams of bonesource material into the defect (note - product labeling states that maxiumum of 85 grams per defect should be used). Add'l, the device was implanted over pulsating dura. Cracking was observed in the initial setting phase. The physician removed the bonesource and completed the procedure with an alternative device.